Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Review of service and repair log ref repair log no.(B)(6). Per repair auth form : "please test generator does not seem to be cutting correctly" "is this a complaint ?: no. Was there patient injury?: no". (B)(4).

Manufacturer narrative:
(B)(4). Please find attached the leep 1000 final MDR submission package , regarding all initial MDR's ,and retro review initial MDR's filed for reports of intermittent function during use. The documents included in this package are as follows: leep system investigation summary; leep 1000 tech bulletin cover letter; tech service bulletin (B)(4) project #(B)(4)- leep system 1000 root cause. This concludes coopersurgical' s root cause investigation. Coopersurgical, inc. Will continue to monitor the complaint condition for tending and safety.

Event description:
Review of service and repair log ref repair log no. (B)(4) per repair auth form : "please test generator does not seem to be cutting correctly" "is this a complaint : no was there patient injury: no" (B)(4).